Manufacturer narrative:
The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right-side "vascular calcifications", capsular contracture, baker grade unknown. And "palpable right periareolar fluid." Device remains implanted.